Event description:
It was reported that when the asymptomatic patient presented in the operating room for an unrelated surgery, externalized conductors were observed. No electrical anomalies were detected. The patient would continue with routine follow-ups.

Manufacturer narrative:
(B)(4).